Manufacturer narrative:
(B)(4). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that an internal dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. The blood leak was reported to be visible in the dialyzer header. A few minutes after initiation of treatment, the machine generated a blood leak alarm. The bloodlines were immediately clamped and the treatment stopped. No dialyzer damage was visible. Two blood strips were used to test for the presence of blood; the first strip tested negative and the second strip tested positive. The patient's estimated blood loss (ebl) was noted as being approximately 250ml. No patient adverse effects were experienced and no medical intervention was required. The patient completed treatment with a new set-up on the same machine. The complaint device is not available for evaluation by the manufacturer as it was discarded by the user facility.

Manufacturer narrative:
The reported complaint is not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint.